Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. H11 - attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. No medical records were provided; however, information obtained through correspondence with the patient was reviewed by a healthcare professional. Reported event was confirmed by review of medical records. An image of a radiographs was provided; however, due to the poor quality of the photocopy, the image was not evaluated. Based on the available information, the reported event cannot be confirmed and a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
Medical records were received. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10 ¿ unknown magnum head, lot unknown. Unknown recap shell 52mm, lot unknown. G2 ¿ foreign ¿ united kingdom. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a right total hip arthroplasty performed fifteen years and six months ago. The patient did well until last year when she felt her right leg collapse while walking. The patient was unable to ambulate after the event. After receiving physical therapy and a second surgeon opinion, workup revealed elevated cobalt and chromium levels and a pelvic fracture. A year ago, the patient was revised. During the revision, significant tissue damage from metallosis was encountered. The stem was removed with the head as they were unable to be separated during the revision. All allegations have been provided per patient report with no medical records provided thus far. Due diligence is in progress for this complaint; to date no additional information or product has been received.